Event description:
Pt has malfunctioning pump with code (B)(4). Sending replacement pump. No other info provided. The error occurred while in use. It did not cause any harm. We are currently working on sending a replacement pump. Dose or amount: 110.2ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.